Manufacturer narrative:
(B)(4). Batch # n92a2h. Investigation summary: the device was received disassembled with the nose cone cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. So torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, they couldn't get the harmonic from the cord, they ratched it down but the harmonic is still stuck to the cord. It wouldn't activate. There were no patient consequences reported.